Manufacturer narrative:
A steris service technician has completed all repairs and confirmed the unit operational. The unit has been placed back into service at this time.

Manufacturer narrative:
The event table is serviced and maintained by (B)(4), a 3rd party service group. (B)(4) reported the staff was performing a "wet" procedure causing fluid to drip onto the table base. During (B)(4)'s inspection of the table, fluid could be seen inside the burnt ac inlet plugs on the table's power supply. Fluid intrusion into the base of the table indicates that rtv sealant was not applied to the table after maintenance was performed. The maintenance manual states (pp 7-3): "sealing table covers: whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." On (B)(4) 2012, a steris service technician informed (B)(4) personnel of the importance of sealing tables after maintenance is performed and provided biomed with the maintenance manual information on the proper method for sealing tables. Steris is currently performing repairs on the event table and anticipates the table to be back in operation by (B)(4) 2012.

Event description:
The user facility reported that during a patient procedure their cmax surgical table started to smoke. The patient was transferred off of the table and the table was removed from the room. The procedure was completed successfully and no injuries were reported.